Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had my hysterectomy in april") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("gained weight"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: after hysterectomy patients almost all symptoms are gone. The only thing left is all this weight she gained. ¿concerning the injuries reported in this case, the following one/ones were described via social media: weight increased, medical device removal" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure device in the left fallopian tube') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("e belly") and was found to have weight increased ("gained weight"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, fallopian tube perforation and weight increased to be related to essure. The reporter commented: after hysterectomy patients almost all symptoms are gone. The only thing left is all this weight she gained. Date(s) of insertion: (B)(6) 2009 and (B)(6) 2009(discrepancy noted). Date(s) of removal: (B)(6) 2016 and (B)(6) 2016 (discrepancy noted as per pif). ¿concerning the injuries reported in this case, the following one/ones were described via social media: weight increased, medical device removal, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure device in the left fallopian tube') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("e belly") and was found to have weight increased ("gained weight"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, fallopian tube perforation and weight increased to be related to essure. The reporter commented: after hysterectomy patients almost all symptoms are gone. The only thing left is all this weight she gained. ¿concerning the injuries reported in this case, the following one/ones were described via social media: weight increased, medical device removal, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received: event medical device removal changed to fallopian tube perforation. Reporters and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure device in the left fallopian tube') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("e belly") and was found to have weight increased ("gained weight"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, fallopian tube perforation and weight increased to be related to essure. The reporter commented: after hysterectomy patients almost all symptoms are gone. The only thing left is all this weight she gained. Date(s) of insertion: (B)(6) 2009 and (B)(6) 2009 (discrepancy noted). Date(s) of removal: (B)(6) 2016 and (B)(6) 2016 (discrepancy noted as per pif). ¿concerning the injuries reported in this case, the following one/ones were described via social media: weight increased, medical device removal, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received: event medical device removal changed to fallopian tube perforation. Reporters and patient demographics were added. On 28-jan-2020: pif received. Essure implant date was updated. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had my hysterectomy in april") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased ("gained weight"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: after hysterectomy patients almost all symptoms are gone. The only thing left is all this weight she gained. ¿concerning the injuries reported in this case, the following one/ones were described via social media: weight increased, medical device removal" incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure device in the left fallopian tube') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("e belly") and dysgeusia ("metal taste was gone") and was found to have weight increased ("gained weight"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and abdominal distension outcome was unknown, the weight increased had not resolved and the dysgeusia had resolved. The reporter considered abdominal distension, dysgeusia, fallopian tube perforation and weight increased to be related to essure. The reporter commented: after hysterectomy patients almost all symptoms are gone. The only thing left is all this weight she gained. Date(s) of insertion: (B)(6) 2009 and (B)(6) 2009(discrepancy noted). Date(s) of removal: (b(6) 2016 and (B)(6) 2016 (discrepancy noted as per pif). ¿concerning the injuries reported in this case, the following one/ones were described via social media: weight increased, medical device removal, abdominal distension, metal taste was gone. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Event metal taste was gone and reporters were added. Outcome of event metal taste was added as recovered/ resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure device in the left fallopian tube') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("e belly") and dysgeusia ("metal taste was gone") and was found to have weight increased ("gained weight"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and abdominal distension outcome was unknown, the weight increased had not resolved and the dysgeusia had resolved. The reporter considered abdominal distension, dysgeusia, fallopian tube perforation and weight increased to be related to essure. The reporter commented: after hysterectomy patients almost all symptoms are gone. The only thing left is all this weight she gained. Date(s) of insertion: (B)(6) 2009 and (B)(6) 2009(discrepancy noted). Date(s) of removal: (B)(6) 2016 and (B)(6) 2016 (discrepancy noted as per pif). ¿concerning the injuries reported in this case, the following one/ones were described via social media: weight increased, medical device removal, abdominal distension, metal taste was gone. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy in april') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("gained weight") and experienced abdominal distension ("e belly"). The patient was treated with surgery (underwent hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. The reporter commented: after hysterectomy patients almost all symptoms are gone. The only thing left is all this weight she gained. ¿concerning the injuries reported in this case, the following one/ones were described via social media: weight increased, medical device removal, abdominal distension quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2020: social media report: reporter information and new event abdominal distension added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.